Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Manufacturer narrative:
Sections were updated accordingly. Additional information has been requested and will be submitted upon receipt accordingly. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-15659, 1225714-2014-15660 and 2937457-2014-03517.

Event description:
The additional information received alleged that the patient experience was a sudden cardiac arrest.